Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid reed switch remaining in a shorted position. With the lid reed switch staying in a shorted position, the device appears as if it is not powering on completely.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device did not have any audible voice prompts when the device was powered on. Without voice prompts, a lay user would not have the ability to use the device on a patient. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.